Event description:
It was reported that during a routine check, the (B)(4) unit alarmed that there was a leak in the iabp circuit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual device : a getinge field service engineer (fse) evaluated the (B)(4) unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic cmpnt m luer 1/16tb white ((B)(4)). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h4,h6(type of investigation, investigation findings, investigation conclusions), h10.

Event description:
N/a.